Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer also stated they had several low reservoir alarms. The customer was unable to troubleshoot at the time of the call. Customer's blood glucose was also unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.